Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 388928, lot# b0450965k, product type lead.

Event description:
A healthcare professional (hcp) reported via a manufacturer representative (rep) that they had pain that radiated into the leg. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
Section information references the main component of the system and other applicable components are: product ID neu_unknown_lead lot# serial# unknown implanted: explanted: product type lead.

Event description:
A manufacturing representative (rep) reported on behalf of a healthcare provider (hcp) in a foreign clinical study that a patient had pain at the implantable neurostimulator (ins) site and the lead site that required surgery. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.